Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: when priming tubing line with normal saline nurse noticed that tubing had a defect in the safety clamp area and tubing was leaking. Additional information received from the customer: what was the impact to the patient? Delay in care while new tubing primed before administration of chemotherapy.

Manufacturer narrative:
Two photos were provided by the customer for quality evaluation. Inspection of the photos show that one photo is of the product failure and one photo is of the product package. Based on the investigation of the photo of the failure, the customer complaint of leakage was verified. Due to no physical sample being provided, analysis could not be conducted to determine the root cause of the failure. A device history record review for model 2420-0007 lot number 25015305 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.